Manufacturer narrative:
Device manufacturer date was updated. The reported complaint of "the autopulse platform displayed 'replace battery' message upon insertion of the fully charged autopulse li-ion battery (sn# (B)(4)" was confirmed during the archive data review but not during the functional testing. The battery passed the functional testing and performed as intended. The probable root cause for the reported complaint was due to battery mismanagement and charging practice by the customer. Upon visual inspection, no physical damage was observed, and three amber lights were lit on incoming inspection. The autopulse li-ion battery passed charging in the autopulse multi-chemistry battery charger and four green leds were lit after the successful charging attempt. The battery was also tested in a known good autopulse using large resuscitation test fixture with compression for about 29 minutes and passed the run-in test with no issue; thus, not confirming the reported complaint. The archive data review showed that the battery recorded two charging cancellation events and multiple in-out device events. The probable cause for the charging cancellation events was due to the customer pulled out the battery too early or during the conditioning cycle and the probable cause for the in-out device events was due to the battery was not fully charged or was not fully reconditioned when the battery was used into the autopulse platform. The autopulse power system user guide states: do not remove a battery from the battery charger until its charging completes, or the battery's run time will be reduced. Do not remove a battery from the battery charger during a test-cycle, or the battery's run time may be reduced. If a battery is removed during a test-cycle, the battery charger will automatically restart the test-cycle the next time the battery is inserted into it.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform displayed "replace battery" message upon insertion of the fully charged autopulse li-ion battery (sn# (B)(4)). The autopulse platform was working fine with a different battery. No known impact or consequences to patient was reported.